Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that both this patient's right atrial (ra) and right ventricular (rv) leads became dislodged. A revision procedure was performed wherein both leads were repositioned successfully. These leads remains in service. No adverse patient effects were reported.